Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A technician reported a suction break during lasik flap creation. The procedure was completed with a new patient interface.

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The most possible root cause is user handling during the docking process, the movement of the patient¿s eye or the anatomy of patient's eye. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The root cause code was changed to inconclusive ¿ no problem found. The most possible root cause is user handling during the docking process, the movement of the patient¿s eye or the anatomy of patient's eye. The manufacturer internal reference number is: (B)(4).